Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position, during deployment the physician noticed that the valve was constrained at the distal tip of the device. When the valve was approximately halfway deployed, the distal tip opened up as it should have with no incident. Upon removal of the esheath+ it was noticed that the tip of the sheath was missing the clear band that is normally there. The physician believed that it was still in the patient but after looking for it under x-ray it was not found. The physician closed the incision and decided to wait and watch. The patient is doing well, and no adverse reaction has been noted to date. Additional information received noted it's "unknown" whether there was any resistance during the insertion of the esheath or delivery system. There were no withdrawal difficulties with either. The esheath was not torqued during the procedure. The right side was used for access. It was noted that when deployed, the distal tip of valve was constrained until the balloon built up enough pressure to split the distal tip of sheath. There are no images to capture the damage to the sheath tip, but the clear tip was missing. The root cause of the event is that the distal tip never opened and tore off.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The 3mensio imagery was provided, and the following was observed: patient's right access vessel has presence of tortuosity and calcification; calcification was also present in the femoral bifurcation. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander system IFU's were reviewed. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for sheath distal tip torn and system components separate during use were unable to be confirmed due to unavailability of the device/relevant procedural imagery. However, no manufacturing nonconformance was identified during evaluation. The review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'during deployment the physician noticed that the valve was constrained at the distal tip of the device. When the valve was approximately halfway deployed, the distal tip opened up as it should have with no incident. Upon removal of the esheath+ it was noticed that the tip of the sheath was missing the clear band that is normally there. The physician believed that it was still in the patient but after looking for it under x-ray it was not found'. The failure mode is characteristic of sheath tip tear events as described in the previously opened product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath distal tip upon system advancement through distal sheath. As such, it is possible that improper tip expansion contributed to the experienced distal tip tear and distal tip separation. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (improper tip expansion) may have contributed to the complaint events. A product risk assessment has been previously initiated to assess the risks associated with sheath distal tip tear and separation potentially causing constrained inflation during valve deployment on the commander delivery system using esheath/esheath+. The risks outlined in the pra remain the same. The pra documents the risk of embolism, which did occur during this event. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.